Event description:
The customer reported to philips that the ac power module had failed.

Manufacturer narrative:
(B)(4): the customer reported to philips that the ac power module had failed. Philips determined that the ac module had failed. The customer ordered a new ac power module to resolve the reported failure. As of (B)(4) 2010, there have been no further issues reported from this customer site regarding this issue. The unit remains at the customer site.